Manufacturer narrative:
No unexpected button error alarms or battery out limit alerts noted during testing. Passed displacement test and off no power test. The operating currents were in specification. Intermittent button response on the esc and up arrow buttons due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed button error before and after a battery change. Customer does not recall any significant events leading to the error, but indicated that the button errors were at night. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.